Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump was received missing serial number label, end cap address label missing, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the connection part of the belt clip broke. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.